Manufacturer narrative:
The bottom surface of the set screw is the surface that interacts with the rod to create a stable construct, therefore the wear pattern on this surface may be indicative of the screw performance. Based on the review of the explanted product, the wear patterns displayed on the right l4 set screw are indicative of un-even contact with the rod. This finding indicates a non-normalized rod condition in the right l4 screw potentially during final tightening.

Manufacturer narrative:
The explanted arsenal set screw is currently being evaluated. A follow up report with results of the investigation will be submitted upon completion.

Event description:
Revision surgery was conducted on (B)(6) 2018 due to a backed out set screw at the right l4.